Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump alarmed off no power without low batter alert. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. No battery out limit or failed battery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No off no power anomalies were noted. The pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.